Event description:
Additional information has been requested and stated the iol was explanted and exchanged without any difficulty.

Manufacturer narrative:
Additional information was added in b.2., b.5., d.5., d.6b., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. Information indicated the clinical reason for the explant was due to halos. The company lens (2.25 cyl.) 19.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced. The replacement lens information was not provided. The file follow up indicated that the exchange was scheduled for (B)(6) 2025. The follow up response from the doctor was confirmation that an intraocular lens (iol) exchange was performed without difficulty and the requested information was going to be provided. No additional information has not been received regarding the replacement lens information to date. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in a.2., a.3.a., b.5., b.6., d.10.

Event description:
Additional information has been requested and stated the iol was explanted and exchanged without any difficulty. Additional information has been received and stated the lens was replaced with another model same diopter company lens. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that following an intraocular lens (iol) implant procedure, the patient was unable to drive at night. Clinical reason for the explant is halos. The physician planned explant with advanced technology intraocular lenses (atiol). Additional information has been requested.